Manufacturer narrative:
Pump was received with pump error 40 alarm found in the pump history file and critical pump error (open book image) alarm during testing due to software error. Unit was received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was damage. Customer's blood glucose value was unknown. The customer was not assisted with troubleshooting a. The device will be returned for analysis.